Event description:
The disposable femoral trial broke during surgery. Surgery was completed successfully.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.